Manufacturer narrative:
Other relevant device(s) are: product ID: b I-500-00186, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system could not obtain images after pressing the footswitch. No patient was present at the time of the event. The doctor reported that they rebooted the system the next day and the system was functioning as intended.